Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the device detects the needle and shows that the impedance is too high. It was replaced by the new device but still detects the needle had an impedance that is too high. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. No error message was noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.